Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013 and dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the active lead was interacting with a previously capped lead. The active lead triggered an alert for noise and a high number of short v-v intervals. It was also reported that the lead exhibited intermittent oversensing causing inhibition of ventricular pacing and pauses. The patient felt dizzy during the oversensing, was hospitalized, and lead reprogramming was conducted. A few days later it was reported that the lead had insulation degradation and a fracture was observed near the clavicle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.